Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and had a damaged cable.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, damaged cable) was confirmed due to open +5v and main batt wires in the trunk cable, causing fault. The root cause for the open wires was unable to be positively identified. See crf-63953. There was no adverse event that resulted from the damaged belt.